Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had severe bends in both power cables. The white power cable locking nut was cracked. The system controller, which was a pocket controller (pc) model, was replaced and would not be returned. The event log contained clusters of few pulsatility index (pi) as well as routine power source changes. There were no abnormal system controller alarms or pump faults in the event log. The pump appeared to be operating as intended.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the power cables and locking nut were unable to be confirmed. The heartmate ii system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (2020231006_065052) for review that showed events spanning approximately 5 days (01oct2023 ¿ 06oct2023 per timestamp). There were no notable alarms active in the log file that are related to the reported event. A root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications and shipped on 21dec2016. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.